Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report an insulin flow blocked alarm and that sometimes the insulin pump did not deliver insulin, despite a full reservoir. The customer's blood glucose reading has been as high as 500 mg/dl and treated with the insulin pump. After troubleshooting it was found that the infusion set may have been occluded. The insulin pump was not replaced or returned.